Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken assessed as fold flaw opening. As per the investigation procedures creases and non penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture confirmed with an MRI. Patient later reported "I just wanted to have these implants removed because I have been very ill". Device has been explanted.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported a left side rupture confirmed with an MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.